Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2844 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated through right fallopian tube") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of earache, sore throat, tobacco user, eye disorder, appendicitis and abdominal pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (lysis of adhasions,removal of foreign body(essure) on (B)(6) 2021). The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2015: the uterus was sounded to cm. There were no polyps or fibroids. The uterus was anteverted ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical history added. Event medical device removal updated to fallopian tube perforation. Lab data, medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2844 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforated through right fallopian tube [fallopian tube perforation] it was found out that pieces of essure are floating in her uterus [device breakage] last week she went to the hospital due to massive cramps and pain that is not going away. [Cramp in lower abdomen] last week she went to the hospital due to massive cramps and pain that is not going away. [Pelvic pain female] she had to create a pulley to pull her legs to get into the car. She cannot walk [unable to walk] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated through right fallopian tube"), device breakage ("it was found out that pieces of essure are floating in her uterus"), abdominal pain lower ("last week she went to the hospital due to massive cramps and pain that is not going away.") And pelvic pain ("last week she went to the hospital due to massive cramps and pain that is not going away.") In a 32-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of earache, sore throat, tobacco user, eye disorder, appendicitis and abdominal pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), abdominal pain lower (seriousness criterion hospitalisation), pelvic pain (seriousness criterion hospitalisation) and gait inability ("she had to create a pulley to pull her legs to get into the car. She cannot walk"). The patient was hospitalised in (B)(6) 2024 for an unknown duration. The patient was treated with surgery (lysis of adhesions, removal of foreign body(essure) on (B)(6) 2021). At the time of the report, the abdominal pain lower and pelvic pain had not resolved. The outcome of gait inability was unknown. The reporter considered fallopian tube perforation to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain lower, pelvic pain, gait inability or device breakage. The reporter commented: more than one essure related surgery -no discrepancy noted in essure insertion date: on (B)(6) 2015. Caller stated she had her essure implanted on (B)(6) 2015. She is in a lot of pain for 4 weeks. Last week she went to the hospital due to massive cramps and pain that is not going away. She has pelvic pain (caller crying at this point). She had to create a pulley to pull her legs to get into the car. She cannot walk. Last wednesday (B)(6) 2024) cat scan was done, and it was found out that pieces of essure are floating in her uterus. Caller does not want to file a lawsuit; she is just requesting for financial assistance to have her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2024: it was found out that pieces of essure are floating in her uterus. [Hysteroscopy] on (B)(6) 2015: the uterus was sounded to cm. There were no polyps or fibroids. The uterus was anteverted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (10046810). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforated through right fallopian tube [fallopian tube perforation], it was found out that pieces of essure are floating in her uterus [device breakage], last week she went to the hospital due to massive cramps and pain that is not going away. [Cramp in lower abdomen], last week she went to the hospital due to massive cramps and pain that is not going away. [Pelvic pain female], she had to create a pulley to pull her legs to get into the car. She cannot walk [unable to walk]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated through right fallopian tube"), device breakage ("it was found out that pieces of essure are floating in her uterus"), abdominal pain lower ("last week she went to the hospital due to massive cramps and pain that is not going away.") And pelvic pain ("last week she went to the hospital due to massive cramps and pain that is not going away.") In a 32-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of earache, sore throat, tobacco user, eye disorder, appendicitis and abdominal pain. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), abdominal pain lower (seriousness criterion hospitalisation), pelvic pain (seriousness criterion hospitalisation) and gait inability ("she had to create a pulley to pull her legs to get into the car. She cannot walk"). The patient was hospitalised on (B)(6) 2024 for an unknown duration. The patient was treated with surgery (lysis of adhasions, removal of foreign body(essure) on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and pelvic pain had not resolved. The outcome of gait inability was unknown. The reporter considered fallopian tube perforation to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain lower, pelvic pain, gait inability or device breakage. The reporter commented: more than one essure related surgery. No. Discrepancy noted in essure insertion date: on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2024: it was found out that pieces of essure are floating in her uterus. [Hysteroscopy] on (B)(6) 2015: the uterus was sounded to cm. There were no polyps or fibroids. The uterus was anteverted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation (10046810). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-oct-2024: new events device breakage, abdominal pain lower & pelvic pain female were added. Patient contact information updated. Reporter causality comment updated with essure insertion date discrepancy. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.